Event description:
From july 14th to 15th, the customer experienced that na results from the abl800 flex analyzer (sn (B)(6) ) compared with the lab's analyzer deviated over 7 mmol/l (max. 54 mmol/l).

Manufacturer narrative:
Provided comparison data for abl800 flex and an alinity analyzer confirm the problem described in the complaint with positively differing sodium results at the abl800. The data indicate that the problem did no longer occur in comparisons performed after (B)(6) 07:57 and that the problem hence was resolved 22 hours after it first occurred. Based on the provided data, a more precise root cause cannot be determined.